Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior spinal fusion performed on (B)(6) 2024. In the surgery, viper prime cfx xtab screw could not be properly attached to the screwdriver. The same size alternative was opened, and the surgery was completed successfully without any surgical delay. After surgery, when viper prime cfx xtab screw was checked, it was confirmed that the fitting part with the screwdriver was different from the normal shape. Since there was no forced operation during installation and the possibility of damage after opening the package was extremely small, it was considered to be an initial defect. No further information is available. This report is for one (1) viper prime cfx xtab 7x50mm ti. This is report 1 of 1 for complaint (B)(4).